Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation regarding the failed device tests has been finalized. The event could be confirmed by the review of the device logs. According to the complaint description the issue was resolved by the replacement of the printed circuit (pc) pneumatic back-plane board. The replaced pc board was returned for investigation. Our visual inspection revealed residues of dried out moist on the pc board. When mounted into a test ventilator device, the board did not generate any alarms or errors. Based on the visual inspection, the most likely root cause was the exposure to the environmental conditions outside the expected range. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).